Event description:
Device malfunction: clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after removal of the device from the pt anatomy, the clip was found on the distal end of the clip applier. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be received for evaluation. It has not yet been received.